Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 5.1 and 5.2 in the auxiliary unit were not detected on the communication bus. The field service engineer (fse) opened the rear panel of the cabinet and observed no indicator lights on the affected drawers, then performed multimeter checks on the sub-drawers and confirmed both were functional. The fse replaced the module controller and powered on the station, allowing it to fully boot into the application to complete firmware updates. The fse confirmed that no further errors were present after diagnostics, and acceptance testing verified that both drawers were operating correctly. The fse additionally confirmed that all pockets were detected properly, opened and closed as expected, and the customer successfully performed medication inventory without any failures, delays, or further issues. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 2 drawer 5 was not opening and cannot be recovered. The customer performed a reboot; however, the issue persists. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.